Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation, the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts stretched. No deformation was evident to the distal tip. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug eluting stent was attempted to be used to treat a moderately tortuous, severely calcified lesion with chronic total occlusion (cto - 100%) in the proximal left main. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. No patient injury reported. It was reported that the stent failed to cross the lesion. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.